Event description:
It was reported that this right ventricular (rv) lead exhibited noise. This noise was able to be reproduced in clinic. This lead is expected to be revised at a future date. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes.